Manufacturer narrative:
The actual device will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. A review of the device history record did not detect any deficiencies in the manufacturing process. Device discarded - not returned for evaluation. The analysis is complete as of today (B)(6) 2011.

Event description:
It has been reported to us that the tip of the guide wire separated and remains inside the pt's vessel. This was a very difficult case. The physician inserted the guide wire into the pt, attempted to advance the guide wire forward, however, the anatomy was very difficult and calcified. The tip of the guide wire became stuck inside the vessel wall. The physician pulled back on the guide wire and the tip separated off and remains inside the pt's vessel. The decision was made to leave the tip of the guide wire where it was. The physician continued the case. The device was discarded and will not be returned for evaluation. The pt is reported to be fine.